Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Device received however, device evaluation not available.

Event description:
It was reported that the tip was broken on the holding sleeve long for matrix. The broken top was noticed during the pre-procedure instrument check and another holding sleeve was used for the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Reason for no evaluation under code 81was not entered on the initial report available information in the complaint file indicates that the device in question was returned to synthes; however, the MDR reportability status at the time of the device return was not-reportable. No evaluation of the product was required for MDR non-reportable complaints per the complaint investigation procedure at the time of the product receipt and complaint investigation. This file was reviewed under protocol 2013-3000 for MDR remediation and the MDR reportability decision was revised to MDR reportable. The product is no longer available for analysis.

Event description:
This is report 1 of 1 for this complaint (B)(4)